Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was 187 mg/dl. The customer stated that the sensor gone haywire, reading low and shutting down. The troubleshooting was performed. The customer stated that she was out of the country and can't return sensor but she would like to be replaced. The customer stated that someone was coming to see her in few weeks and asked to send the replacement through them. The customer was advised that we would and confirmed the address and phone number.